Event description:
Reporter states patient tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 4.25 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The incident become aware date is (B)(6) 2014. The case had listed the reported comparison as occurring on (B)(6) 2014. Multiple attempts were made to clarify the date the incident occurred based on the become aware date of (B)(6) 2014. It was maintained that the incident date of (B)(6) 2014 was correct. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.